Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a write to locked ram por on (B) (6) 2010 at 17:53:11.

Event description:
It was reported a power on reset occurred. When the device was being evaluated after the reset, wireless telemetry could not established with the device and it would no longer be available. The hcp indicated it would be ok for this patient. The device remains in use. No patient complications were reported as a result of this event.